Event description:
Resuscitation bag was about to be used to bag a newborn baby. The co2 detector plug sheared off upon removal, with part of the plug remaining in the valve assembly, blocking air flow. The bag was set aside and another brand of bag was utilized to bag baby.